Event description:
It was reported the lens of subject device chipped. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was no transmission of light, the fiber was broken, the outer tube was dented, the light guide lens had stains. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure which is expected or random component failure without any design or manufacturing issue. A definite root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.